Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the control body fluid was damaged, the insertion flexible tube (ift) coating was damaged, the angle wire played, the lg cable connector was corroded, the insertion flexible tube (ift) was leaky, the objective lens unit was scratched, the ocular was dirty, the light guide cable was dirty, the objective lens unit was dirty, and the screen mask was dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.